Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited back-up vvi operation. It was noted that the patient had an unrelated heart surgery the day prior. Exposure to electrocautery was suspected to be the cause. After software download, the device resumed normal function. The patient was in stable condition post event.